Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute pro self expanding stent system (sess) noted blood in the distal outer sheath and on the handle, consistent with handling. There was no saline visible. The stent implant was stationary on the stent holder between the markers. The distal outer sheath was not retracted. The red locking clip was attached to the handle. The base of the tip was located inside the distal outer sheath. The proximal end of the distal marker was located at the distal end of the stent implant. The tip was still intact to the stent holder and was not separated as reported. There was no other damage noted to the sess. The guide wire used during the procedure was not returned. A new 0.035 guide wire was used to backload through the returned sess without resistance noted. In this case, the tip was not missing as reported. The tip was attached to the stent holder; however, the tip was pushed back slightly inside the distal outer sheath. Although a conclusive cause for the anomaly could not be determined, it may be possible that during preparation, when the tip mandrel was being removed, the tip was inadvertently pushed into the distal outer sheath. Potential factors for resistance with a guide wire include, but are not limited to, product placement technique, inner diameter of tip, outer diameter of the guide wire, condition of the guide wire, or damage to the distal tip. In this case, the resistance could not be replicated during functional testing, suggesting that the resistance may be related to the guide wire used in the procedure which was not returned. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. A conclusive cause for the tip anomaly and reported resistance could not be determined. During manufacturing all self expanding stent systems are visually inspected for damage at multiple operations prior to loading into the dispenser coil and packaging.

Event description:
It was reported that during device preparation for use, it was noted that the absolute pro ll catheter tip did not look correct; the tip was missing. The mandrel had been removed without reported incident. The device was attempted to be loaded over a 0.035 non-abbott guide wire but the delivery system would not track over the wire. The device was not used in the anatomy. There was no patient involvement. A second device was used and deployed in the anatomy without incident. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.